Manufacturer narrative:
The investigation determined that higher and lower than expected ammonia quality control results were obtained from vitros and non-vitros quality control fluids using vitros amon reagent with a vitros 350 chemistry system. The most likely assignable cause of the higher and lower than expected quality control results is instrument related. Vitros amon precision testing performed was outside of ortho guidelines, indicating that the vitros 350 chemistry system was not performing as intended at the time of the events. The cause of the unexpected instrument performance is likely due to microslide incubator contamination. There is no evidence of a reagent malfunction, although unexpected reagent performance cannot be entirely ruled out as a contributing factor. An ortho clinical diagnostics field engineer performed service/repair activities to return the vitros 350 system to expected operation.

Event description:
A customer obtained five higher than expected and one lower than expected ammonia quality control results from vitros and non-vitros quality control fluids, using vitros amon reagent with a vitros 350 chemistry system. The results obtained are as follows: (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected ammonia result was generated from non-patient fluids, however the investigation cannot conclude that patient sample results were not affected or would not be affected if the events were to recur undetected. There was no allegation of patient harm as a result of the events. (B)(4).